Event description:
It was reported to boston scientific corporation that the patient was implanted with an advantage fit transvaginal mid-urethral sling system for her increased incontinence during a urethrocystopexy vaginalis tvt procedure sometime in 2005. Reportedly, the sling had a good effect, but the patient presented with microscopic hematuria and recurrent bladder infections (specifics unknown). In (B)(6) 2012, a cystoscopy revealed that the sling had eroded into the urethra. On (B)(6) 2012, all of the visible eroded mesh was removed transluminally from the urethra cystoscopically, and was free-dissected from the vaginal side. The free dissection revealed that the sling had been placed in a faulty position below the fascia during the implantation procedure. A minor urethral perforation occurred during the corrective procedure, but it was repaired by sutures and relieved by a urethral catheter in ten days. The patient, who is reportedly of average weight, is now fine; however, she has recurrent stress urinary incontinence.